Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: UDI section is unknown, no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air is supplied from the breathing circuit connection port in the "off" state. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: (B)(6). D10, h3 and h6 - evaluation codes: updated device evaluation: one device was received for investigation. Visual inspection found there was no abnormality in the appearance of the main body. The complaint was confirmed during functional testing. If the main switch of the main unit is off and the driving gas is supplied without the breathing circuit attached to the main unit, the gas was supplied from the main unit outlet. If the driving gas is supplied to the main unit after the breathing circuit is connected to the main unit, the event will not be reproduced. Root cause was attributed to the demand valve failure. Demand valve detection was too sensitive. What caused this condition was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Demand valve assy replaced.

Manufacturer narrative:
UDI related data quality updates only.